Event description:
It was reported that during the device checkup procedure when the lead output was checked for capture management, the patient experienced chest pain due to the right ventricular (rv) lead stimulation and pacing. During the device replacement procedure, the chronic lead was attempted to be revised. When a new rv lead was added patient still experienced chest pain when premature ventricular contractions (pvc) occurred due to lead stimulation. It was determined that the patient was overresponsive due to contractions. The new lead was attempted not used and the chronic lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.